Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. As received the response button was non-functional. Upon investigation the front response button cover was missing and the switch was covered in glue. The cause for the failure was a damaged response button switch. The root cause for the damaged switch was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's response buttons were non-functional.